Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving antibiotics.

Event description:
Device 1 of 2. Reference report 1627487-2015-12161. It was reported the physician planned surgical intervention due to fluid discharge and reduced wound healing at the ipg pocket site. The physician opened the pocket then debrided, irrigated and took cultures of the ipg and lead sites which confirmed an infection. As a result the ipg and lead were explanted. The patient was hospitalized.

Manufacturer narrative:
(B)(4). Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.